Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type ii. It was reported that the patient was in a car accident on (B)(6) 2017. It was reported that two to four days after their car accident¿ they stated that their foot was killing them. They had pain in their foot which was progressively getting worse and they were not getting any relief whatsoever. They indicated that their foot was back to where it used to be prior to having their device. The patient also indicated that ¿not long after their car accident¿ they noticed that they were no longer feeling stimulation. They stated that x-rays were taken on (B)(6) 2017 that determined that their leads had moved and they had surgery scheduled with their doctor to move the leads back to where they belonged. It was also added that on (B)(6) 2017, the patient was sleeping and they sat straight up because they got a leg spasm. It was reported that this happened from their whole leg to their knee and down. It was also reported that the patient got the out-of-regulation (oor) message on their patient programmer (pp) on (B)(6) 2017. They stated that they tried to use their patient programmer but they got the oor call your doctor message. They indicated that when they first saw the oor message they ¿put their charger up to it and it went away¿. It was reviewed how to bypass the oor. The patient reported that the stimulation was on and it was set at 2.8v. The patient had indicated that they had called their doctor on friday and spoke to their secretary today who redirected them to the manufacturer to see if they could get their pp working in the meantime before the surgery. The patient was redirected to follow-up with their healthcare provider for further investigation regarding the oor message on their pp. No further complications were reported/anticipated.